Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon felt that the seal was compromised and not working well when she put her instrument through the port at the start of the case, seal was leaking. A new port was opened. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes. No device fragment fell into patient.

Manufacturer narrative:
(B)(4).